Event description:
It was reported by the customer that a small helium leakage was detected during use on a patient. Therapy has been completed without switching out the intra-aortic balloon pump (iabp), as the helium leakage was small. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of small helium leakage is not able to be confirmed. According to the service report, the helium regulator was replaced. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported by the customer that a small helium leakage was detected during use on a patient. Therapy has been completed without switching out the intra-aortic balloon pump (iabp), as the helium leakage was small. There was no report of patient complications, serious injury or death.